Event description:
Customer reportedly received result of 24 mmol/l on the mobile system and result of 10.5 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278163, expiration date 11/30/2013). Reference medwatch report with a1 patient identifier (B)(6) for the suspect device used in the aviva system.